Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was no driven ground signal. The cause of the lack of driven ground is a lack of output from the u612 component on the computer / analog (ca) board. Root cause investigation into similar events has found that this issue is caused by the damaged electrode belt cable and connector. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was producing service code 204.